Manufacturer narrative:
A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
It was reported that the patient's leads were displaying high impedances. The stimulation no longer covered the pain areas so the device was reprogrammed around the high impedances to see if they could re-capture the pain areas. The patient then had their leads explanted and replaced with new leads. The patient is reportedly doing well following the procedure.

Event description:
It was reported that the patient's leads were displaying high impedances. The stimulation no longer covered the pain areas so the device was reprogrammed around the high impedances to see if they could re-capture the pain areas. The patient then had their leads explanted and replaced with new leads. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
The returned leads were analyzed and were found to be completely broken at the bent/kinked location of the lead. The bent/kinked location is 2cm from the set screw of the clik x anchor. The leads were kinked after it exits the clik anchor resulting in the reported complaint. Additionally the leads were found to be cleanly cut which is a result of a typical explant procedure and is not considered a failure. A product labeling review identified that the leads was used per the directions for use (dfu) / product label. The returned clik anchor was analyzed, passed all tests performed, and exhibited normal device characteristics. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations related to the event occurred during manufacturing.

Manufacturer narrative:
Additional suspect medical device components involved: model #: sc-2317-70, serial #: (B)(4), description: infinion cx lead kit, 70cm. Model #: sc-4318, lot #: 22986213, description: clik x anchor sterile kit.

Event description:
It was reported that the patient's leads were displaying high impedances. The stimulation no longer covered the pain areas so the device was reprogrammed around the high impedances to see if they could re-capture the pain areas. The patient then had their leads explanted and replaced with new leads. The patient is reportedly doing well following the procedure.